Manufacturer narrative:
Exact date unknown, event occurred in december 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads upn:m365sc2218500 model:sc-2218-50 serial: (B)(6). Batch:7109377/7109183. Product family: scs-lead fixation upn:m365sc43180 model:sc-4318 batch:32804071.

Event description:
It was reported that the patient was experiencing pain at the incision and pocket site. The patient underwent an explant procedure. All explanted device components were discarded by the medical facility. No device malfunction was suspected.